Event description:
Information was received indicating that this fluid warmer exhibited an air bubble in the line during set-up. The doctor and nurse could not get the air bubble to move or irrigation to flow. A new irrigation set was opened and used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical level 1® disposable irrigation fast flow IV administration set was returned for analysis in a used condition. The sample was connected to a fluid warming machine (B)(4) for functional testing revealing that the fluid would not pass through the port at the end of the cap; gas vent tube assembly. The tube was removed from the point where the joint between the port of the cap and the tube is located; the port was noted to be blocked by the tube assembled to the caps. A review of the manufacturing process was conducted. The gas vent tube assembly operation was reviewed, no discrepancies were noted. A sample of 32 units was taken and performed a visual inspection to verify the gas vent tube assembly was properly manufactured; no discrepancies were found. Based on the evidence, the most probable cause was the gas vent tube assembly operation was not properly manufactured and the blocked port in the gas vent tube assembly was not detected through shm manufacturing process; confirming complaint.